Event description:
It was reported that during a lap. Appendectomy, the first device's cartridge fell out of the device and it was removed through the trocar. The customer opened another device and the staples did not form at the distal end of the cut and staple line. The customer used a third device to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary - the analysis showed that the device a was received with the anvil broken and missing and with a cartridge loaded in the device. The cartridge was received void of staples, fully seated on the device and it did not fall out. The returned device was found to be non-functional, due to the condition of the device. It is possible that the device was clamped over an excess of tissue not allowing the device to properly close and causing the anvil to brake off. It should be noted that at least a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at (B)(4). The analysis result found that the device b was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staples line was complete and the staples were noted to have the proper b-formed shape. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. (B)(4).